Event description:
It was reported by service report that the brake would pop out of gear when the stretcher was moved. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Brake cam.